Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented fluid loss. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Both cylinders were microscopically inspected and leak testing. It was found a hole in the proximal end of the cylinders from sharp instrument. Both cylinders had wear at fold in the proximal end and middle of the cylinder. Both cylinders did not pass the leakage testing. Flat reservoir passed visual inspection and leakage test. The sharp instrument damage found on the device is considered a secondary failure, so the allegation of a fluid leak is unable to be confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) presented to a fluid loss. The ipp was explanted and replaced. There were no patient complications reported.